Event description:
Related manufacturing ref: 3008452825-2021-00185, 3005334138-2021-00208, 34138-2021-00209, 3008452825-2021-00186, 3008452825-2021-00187. Following a pulmonary vein isolation procedure in ensite x voxel mode, a pericardial effusion was detected posterior right ventricle. During the procedure it was difficult to maneuver the sheaths towards the vena cava. However, the left pulmonary veins were successfully ablated. The decision was then made to stop the procedure due to the maneuvering difficulties. The patient was in conscious sedation and had a stable blood pressure. At the end of the procedure, a pericardial effusion was detected with no intervention required. The blood pressure stabilized, the patient recovered and was discharged. Per the physician, the reported oversized shell involving the ensite x may have contributed to the effusion.

Manufacturer narrative:
Additional information: g3, h2, h3 the device was not returned for analysis. However, the study was provided and reviewed. Although slight model bloat was observed in the areas of the pulmonary veins, nothing was out of the ordinary of what is expected from data collection from a circular mapping catheter as this catheter can tent the tissue. High contact force values were observed in the case. Abbott recommends when model editing, collection of respiration compensation baseline with good respiration data, avoid tissue tenting, field scaling and model assessment/editing based on contact force data from the tacticath se catheter. Review of the device history record was not possible as the serial number is unknown.